Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the continuous epidural infusion appeared to functioning appropriately and the patient was able to state that there was good pain control and that her lower extremities were numb. Once the patient used the pcea button, a wet spot was found on the patients sheet. Since she was close to delivering her baby, anesthesiology was not called. There was no patient harm.

Event description:
The customer reported that the continuous epidural infusion appeared to be functioning appropriately and the patient was able to state that there was good pain control and that her lower extremities were numb. Once the patient used the pcea button, a wet spot was found on the patients sheet. Since she was close to delivering her baby, anesthesiology was not called. The customer further states that they have experienced multiple pcea tubing leaks since (B)(6) 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no patient harm.

Manufacturer narrative:
Correction: omit ¿not provided¿. The customer¿s report of a leak near the luer lock was confirmed. Functional testing was performed. The leak occurred at the engagement between the microbore tubing and the male luer adapter. Further observation under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause of a leak near the luer lock was not identified.

Event description:
The customer reported that the continuous epidural infusion appeared to be functioning appropriately and the patient was able to state that there was good pain control and that her lower extremities were numb. Once the patient used the pcea button, a wet spot was found on the patient's sheet. Since she was close to delivering her baby, anesthesiology was not called. The customer further states that they have experienced multiple pcea tubing leaks since (B)(6) 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no patient harm.